Event description:
Pt in ccu2 was on (B)(4) when it had a controller error at 11:44:37 and resolved at 11:44:54. Decision was made to switch to a backup console. Pt was switched from (B)(4). (B)(4)encountered an immediate purge failure where purge motor was not running. A new cassette was inserted (B)(6) without resolution of purge failure. Switched back to (B)(4) until a new backup console was retrieved. Pt then switched to (B)(4) without issue. Abiomed ¿ please pull the logs from (B)(4) to determine why the controller error occurred. And let us know when we can expect the loaners to arrive. Reference report: mw5152901.